Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and low impedance were noted on the left ventricular (lv) and right ventricular (rv) epicardial leads after the patient experienced an unrelated traumatic skiing accident.  The leads were inactivated and pacing system upgraded to a transvenous system. No patient complications have been reported as a result of this event.